Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that about 25 years ago, the patient underwent the tka surgery with pfc implants. X-ray showed loosening of the implants. Possible causes of loosening include wear of the polyethylene insert and metallosis due to metal impingement of the femoral component and the metal-backed patella. The revision surgery is scheduled in october. In the revision surgery, the insert and the patella will be replaced. No further information is available.